Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) continued to deliver insulin after the insulin delivery function was paused. The patient's blood glucose levels reached 2.8mmol/l (50.4mg/dl) while wearing the pod between 37 and 48 hours.